Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, monopolar energy stopped working with an error c-34 displayed. The bipolar energy was working normally. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed error c-34 in the logs pointing to the generator and asked the caller to power cycle and reseat the cables. This did not solve the issue. The tse asked if the site had a forcetriad generator and the required blue connection y-cable. The customer stated they will try to find them so they can be connected to the system. The procedure was completed as planned with no injury and less than a 15-minute delay.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. During power-on, the (c-34) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. Additional observation: front bezel was broken, and the heat sink was discolored.

Event description:
Refer to h11 for follow-up information.